Event description:
It was reported the patient developed a chronic infection several years ago. The patient was unsuccessfully treated with antibiotics. The implantable pulse generator (ipg) system was explanted due to the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.